Event description:
In 2009, the patient reported experiencing elevated blood glucose since last week. She stated that she was sick and she was taking an antibiotic that caused her blood glucose to elevated to as high as 600 mg/dl. She stated that her daily routine also changed and she was taking classes and siting all day. She stated that she is now back to work and is adjusting to a new routine. She stated that this morning her blood glucose measured 293 mg/dl and she bolused 8 units of insulin. At the time of the report, her blood glucose measured 74 mg/dl and "that is good." Troubleshooting did not reveal any product issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.